Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced 3 infusion set cannula was leaking on (B)(6) 2024. The event occured within three hours of insertion. The site of insertion was at lower back. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.